Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving clonidine at 76.31 mcg/day, bupivacaine at 3.8154 mg/day, and dilaudid at 7.631 mg/day with a .300 mg/bolus via an implanted pump. The concentrations for the medications was unknown by the reporter. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that in the last three months, the patient¿s hcp (healthcare professional) had introduced two new medications. For 4-5 days in (B)(6), the patient was sick and constipated, but this was not related to her pump or therapy. On (B)(6) 2017, she started going to the bathroom and had explosive diarrhea so was unable to make her scheduled pump refill appointment that was 1.5 hours away in the car. Her ptm (personal therapy manager) was giving a refill date of (B)(6) 2017 and she was wondering how much time she had. She had called her hcp three times yesterday and had left messages. She would get an answering service, they would take the message, then send it by computer, and then the hcp would call back when they picked it up. The patient was going to follow-up with them again and would drive up if needed tomorrow if she didn¿t hear back. No further patient complications have been reported as a result of this event.